Manufacturer narrative:
Available details indicate that the device's pni clamp with worn velcro . Details provided in an update from tan email indicate that the equipment was evaluated by a technician from the philips local representative, and found worn pni clamp. This part was easy care cuff, 1 hose, adult (1) was replaced and the device was successfully returned to service. The faulty component was replaced and functional tests were performed and the device was returned to service. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has missing or damaged external part.there¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.